Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013, allegedly due to a vertically rotated acetabular cup. The acetabular cup, modular head and taper were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Manufacturer narrative:
This medwatch 0001825034-2013-04100 is a duplicate of medwatch 0001825034-2014-04389. This medwatch 0001825034-2013-04100 is considered closed at this time.